Event description:
It was reported that stent migration and partial stent deployment occurred. The target lesion was located in the common iliac artery (arteria iliaca communis). An express ld stent was implanted; however, the stent moved in a cranial direction. The procedure was completed with a different device. 3 days later, CT angiography revealed that the previously implanted express ld stent was not fully deployed. The patient was sent to another angiography department. Balloon angioplasty was performed to open the stent. The patient is ok.

Manufacturer narrative:
Upn, upn-search corrected from unk134 to h74938162740750. PMA# or 510k# corrected from p090003 to similar.

Event description:
It was reported that stent migration and partial stent deployment occurred. The target lesion was located in the common iliac artery (arteria iliaca communis). An express ld stent was implanted; however, the stent moved in a cranial direction. The procedure was completed with a different device. Three (3) days later, CT angiography revealed that the previously implanted express ld stent was not fully deployed. The patient was sent to another angiography department. Balloon angioplasty was performed to open the stent. The patient is ok.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).